Event description:
It was reported that during a lap procedure the following scopes would fall out of focus when used vertically but would stay in focus when used horizontally. It was further reported that 4 scopes were used on a pt during surgery and due to the scopes losing focus the surgery had to be converted to an open procedure in the abdomen area.

Manufacturer narrative:
Additional information will be provided once investigation is completed.